Event description:
As reported, the patient was enrolled in a clinical study (B)(6). The patient had a smart control 6 x 100 stent successfully implanted in the right superficial femoral artery (rsfa) target lesion during the study index procedure. The lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. Approximately nine and one-half months after the index procedure, the patient complained of pain at rest and was admitted to the hospital. The patient was found to have in-stent-restenosis (isr). The restenosis was treated by balloon angioplasty (poba). The patient was reported to have recovered. The restenotic lesion was reported to be a 50-99% stenosis. The patient¿s medical history and the patient¿s medical regimen post-index procedure were unknown. It was unknown if the patient was compliant with the post-procedure medical regimen.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient was enrolled in a clinical study and had a smart control 6 x 100 stent successfully implanted in the right superficial femoral artery (rsfa) target lesion during the study index procedure. The lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. Approximately nine and one-half months after the index procedure, the patient complained of pain at rest and was admitted to the hospital. The patient was found to have in-stent-restenosis (isr). The restenosis was treated by balloon angioplasty (poba). The patient was reported to have recovered. The restenotic lesion was reported to be a 50-99% stenosis. The patient¿s medical history and the patient¿s medical regimen post-index procedure were unknown. It was unknown if the patient was compliant with the post-procedure medical regimen. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15646846 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral artery disease. There are possible patient, pharmacological and vessel factors that may have contributed to the reported event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.